Event description:
The facility representative reported a infusor pump with a condition of "micro switch for the occlussion alarm is broken'. This condition occurred during programming/setup. The area where this event occurred is surgery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.a baxter service technician reported finding a infusor pump with "constant occlusion alarm". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assiganble cause has been determined to be faulty micro switch for the occlusion alarm. The micro switch has been replaced.a follow-up medwatch report will be submitted if additional information becomes available.